Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector had chemical damage, and insertion part, charged coupled device (ccd) unit had humidity detected, causing image error observed and no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope received a b30 image error. There were no reports of patient harm.